Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen would continuously time out after 12 seconds despite timeout settings being set to 120 seconds. Multiple follow-up attempts were made to complete troubleshooting, however, no response was received. There was no reported impact to blood glucose.